Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surgical technology international xxiv; 195-202. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases (including (B)(6) year-old male, (B)(6) year-old female, (B)(6) year-old female, (B)(6) year-old male, (B)(6) year-old female, (B)(6) year-old male, and (B)(6) year-old male) discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (proceed ventral patch) involved caused and/or contributed to the post-operative complications experienced by the (B)(6) year old male, (B)(6) year old female, (B)(6) year old female, (B)(6) year old male, (B)(6) year old female, (B)(6) year old male, and (B)(6) year old male described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved?

Event description:
It was reported via a journal article: "title: a prospective study of one-year clinical outcomes utilizing a composite three-dimensional device with a tissue-separating layer for repair of primary ventral and small incisional hernia" the purpose of the study was to determine recurrence rate and quality of life (qol) outcomes at 1 year for repair of small ventral and incisional hernias utilizing the 3d tsm (proceed ventral patch mesh; ethicon). Patients underwent surgery utilizing this 3d tsm device from may 2009 to october 2012. 234 patients (male=168, female=65; mean age=52.2 years; mean bmi=29.2) were implanted with the 3d tsm device. A total of 234 patients (72.1% male, 27.9% female) from 13 sites in the united states and europe were enrolled. Reported complications included seroma (n=5); device-related infection (n=1); recurrence (n=7) in which a (B)(6) year old male patient, (B)(6) year old female patient, (B)(6) year old female patient, (B)(6) year old male patient, and (B)(6) year old female patient had reoperation performed; a (B)(6) year old male patient with recurrence had no reoperation scheduled, and a (B)(6) year old male patient with recurrence had no reoperation scheduled as the patient declined. In conclusion, the results indicate that 3d-tsm device for repair of small ventral and incisional hernias, it is associated with significantly improved qol clinical outcomes with reduction in pain and movement limitations compared to baseline.